Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: oct. 2, 2023. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection reveals that the lens was received cut in half, with one half missing. The lens was cleaned and no issues that could cause or contribute to the complaint issues could be identified. No further product evaluation could be perfumed based on the return condition of the lens. The complaint issues "explant", "visual disturbance- dysphotopsia", and "blurry vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from the patient's right eye due to patient having difficulty driving, recognizing people and feels her reading vision is too close. There were no incision enlargement, vitrectomy, or sutures performed. The explanted lens was replaced with a non-johnson and johnson iol. The patient fully recovered post-explant. No other information was provided.